Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("bilateral pelvic pain") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), device intolerance ("intolerance to essure"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), premature menopause ("early menopause"), asthenia ("asthenia"), hypoacusis ("hearing decreased"), periodontal disease ("periodontal disease"), tendonitis ("tendonitis"), arthralgia ("joint pain") and memory impairment ("memory disorders"). At the time of the report, the pelvic pain, device intolerance, menorrhagia, dyspareunia, premature menopause, asthenia, hypoacusis, periodontal disease, tendonitis, arthralgia and memory impairment outcome was unknown. The reporter considered arthralgia, asthenia, device intolerance, dyspareunia, hypoacusis, memory impairment, menorrhagia, pelvic pain, periodontal disease, premature menopause and tendonitis to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("bilateral pelvic pain") in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device intolerance ("intolerance to essure"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), premature menopause ("early menopause"), asthenia ("asthenia"), hypoacusis ("hearing decreased"), periodontal disease ("periodontal disease"), tendonitis ("tendonitis"), arthralgia ("joint pain") and memory impairment ("memory disorders"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device intolerance, menorrhagia, dyspareunia, premature menopause, asthenia, hypoacusis, periodontal disease, tendonitis, arthralgia and memory impairment outcome was unknown. The reporter considered arthralgia, asthenia, device intolerance, dyspareunia, hypoacusis, memory impairment, menorrhagia, pelvic pain, periodontal disease, premature menopause and tendonitis to be related to essure. The reporter commented: essure implants were not returned back as they were probably discarded most recent follow-up information incorporated above includes: on (B)(6) 2019: the case will be deleted from bayer pv database. Nullification reason:the ha identified this case as duplicate of case (B)(4) and therefore this case is to be deleted. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("bilateral pelvic pain") in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device intolerance ("intolerance to essure"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), premature menopause ("early menopause"), asthenia ("asthenia"), hypoacusis ("hearing decreased"), periodontal disease ("periodontal disease"), tendonitis ("tendonitis"), arthralgia ("joint pain") and memory impairment ("memory disorders"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, device intolerance, menorrhagia, dyspareunia, premature menopause, asthenia, hypoacusis, periodontal disease, tendonitis, arthralgia and memory impairment outcome was unknown. The reporter considered arthralgia, asthenia, device intolerance, dyspareunia, hypoacusis, memory impairment, menorrhagia, pelvic pain, periodontal disease, premature menopause and tendonitis to be related to essure. The reporter commented: essure implants were not returned back as they were probably discarded. Most recent follow-up information incorporated above includes: on 27-dec-2018: new reporter (healthcare professional); action taken with essure (device removal - essure implants were not returned back as they were probably discarded) and seriousness criteria for the previous reported event pelvic pain update (intervention required (device)). Regulatory authority (ansm - heath authorities in france) reference number (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.